Event description:
On 14-jan-2026 the distributor reported conflicting results when testing a patient sample with the one step+ hcg combo test. The first test yielded a negative result at the read time of 3 minutes, with a faint line appearing after 15 minutes. The patient then underwent an iud insertion. A repeat test of the same sample yielded a clear positive result. A blood sample was collected and a quantitative hcg test was performed with a result of 32,022.9 (units not specified). An ultrasound was performed and a single live uterine pregnancy was detected with an estimated gestational age of 6 weeks and 3 days. Following the ultrasound, the iud was removed. An ultrasound was performed on (B)(6) 2026 due to cramping and bleeding. The ultrasound showed no complications; the pregnancy was determined to still be viable. No adverse outcomes have been reported as a result of the iud insertion, however this event is being reported as a serious injury due to the potential for miscarriage.